Event description:
The customer reported that the insulin pump alarmed button error while working out. The blood glucose reading was 96mg/dl. The caller stated that the screen went blank first, then the customer removed the battery, but the device alarmed. Advised the customer to discontinue use of the insulin pump and revert to a back-up. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump did power up properly after battery installation. No blank display anomaly noted. The device was received with unresponsive buttons due to corroded keypad traces. No button error alarms were noted. The unit was received with cracked case at display window corners and battery tube threads, and minor scratched lcd window.